Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition, no pieces were found missing under inspection with a microscope. The condition of the blade prevented the jaw from functioning. The jaw was unable to cycle open and closed and we were unable to investigate further the reported hemostasis controllable issues. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement." The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the scissors didn't seal. Another device was opened to finish the surgery. There were no patient consequence.